Event description:
Additional information was received from a company representative (rep) indicated the tablet that was used belongs to an office, and the rep would not be at office until 2024-06-27, regarding when application logs could be obtained. The rep¿s team was notified on 2024-06-11 about the situation and the rep was scheduled to see the patient the next day on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at unk mg/day) and bupivacaine (30 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) stated that the patient got refilled yesterday and went home and the pump continued to critically alarm for low reservoir alarm (lra). The technical services (tss) walked caller through how to silence the lra and update the pump. The tss explained that this is a known issue that is being looked at and escalated currently. Additional information was received from a healthcare provider via a company representative stated that the newer software version was used for the event. Action: they were instructed by the it to add notes, make changes to the reservoir then update the pump. Outcome: the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stated that the pump was critically alarming for an empty reservoir.

Manufacturer narrative:
H3. Updated rfr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.